Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain'), adenomyosis ('adenomyosis'), memory impairment ('memory disorder'), disturbance in attention ('concentration disorder / attention disorder') and asthenia ('asthenia') in a 44-year-old female patient who had essure (batch no. Unknown) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced adenomyosis (seriousness criterion hospitalization). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), memory impairment (seriousness criterion hospitalization), disturbance in attention (seriousness criterion hospitalization), urticaria ("urticaria"), back pain ("back pain"), dyspareunia ("pain during sexual relations"), heavy menstrual bleeding ("heavy periods"), amenorrhoea ("amenorrhoea"), abdominal distension ("lower abdomen permanently swollen/ bloating"), vaginal discharge ("vaginal discharge"), ovarian cyst ("ovarian cysts"), breast pain ("breast pain"), irritable bowel syndrome ("irritable bowel "), constipation ("constipation"), asthenia (seriousness criterion hospitalization), fungal infection ("mycosis"), tendonitis ("tendonitis"), sciatica ("sciatica / cruralgia"), muscular weakness (" muscle weakness"), arthralgia ("joint pain"), candida infection ("fungal and bacterial infection (candida)"), visual acuity reduced ("loss of visual acuity"), tinnitus ("tinnitus"), herpes virus infection ("herpes"), depression ("depression"), burnout syndrome ("burn-out") and palpitations ("palpitations") and was found to have weight increased ("wait gain"). The patient was treated with surgery. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, urticaria, back pain, dyspareunia, heavy menstrual bleeding, amenorrhoea, abdominal distension, vaginal discharge, ovarian cyst, breast pain, irritable bowel syndrome, constipation, weight increased, fungal infection, tendonitis, sciatica, muscular weakness, arthralgia, candida infection, visual acuity reduced, tinnitus, herpes virus infection, depression, burnout syndrome and palpitations outcome was unknown and the adenomyosis, memory impairment, disturbance in attention and asthenia had not resolved. The reporter provided no causality assessment for abdominal distension, adenomyosis, amenorrhoea, arthralgia, asthenia, back pain, breast pain, burnout syndrome, candida infection, constipation, depression, disturbance in attention, dyspareunia, fungal infection, heavy menstrual bleeding, herpes virus infection, irritable bowel syndrome, memory impairment, muscular weakness, ovarian cyst, palpitations, pelvic pain, sciatica, tendonitis, tinnitus, urticaria, vaginal discharge, visual acuity reduced and weight increased with essure. The reporter commented: the stop date of event "adenomyosis" was reported as (B)(6) 2021, however the event outcome was also reported as not resolved. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-sep-2021: quality safety evaluation of product technical complaint (ptc). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain'), adenomyosis ('adenomyosis'), memory impairment ('memory disorder'), disturbance in attention ('concentration disorder / attention disorder') and asthenia ('asthenia') in a 44-year-old female patient who had essure (batch no. Unknown) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced adenomyosis (seriousness criterion hospitalization). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), memory impairment (seriousness criterion hospitalization), disturbance in attention (seriousness criterion hospitalization), urticaria ("urticaria"), back pain ("back pain"), dyspareunia ("pain during sexual relations"), heavy menstrual bleeding ("heavy periods"), amenorrhoea ("amenorrhoea"), abdominal distension ("lower abdomen permanently swollen/ bloating"), vaginal discharge ("vaginal discharge"), ovarian cyst ("ovarian cysts"), breast pain ("breast pain"), irritable bowel syndrome ("irritable bowel "), constipation ("constipation"), asthenia (seriousness criterion hospitalization), fungal infection ("mycosis"), tendonitis ("tendonitis"), sciatica ("sciatica / cruralgia"), muscular weakness (" muscle weakness"), arthralgia ("joint pain"), candida infection ("fungal and bacterial infection (candida)"), visual acuity reduced ("loss of visual acuity"), tinnitus ("tinnitus"), herpes virus infection ("herpes"), depression ("depression"), burnout syndrome ("burn-out") and palpitations ("palpitations") and was found to have weight increased ("wait gain"). The patient was treated with surgery. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, urticaria, back pain, dyspareunia, heavy menstrual bleeding, amenorrhoea, abdominal distension, vaginal discharge, ovarian cyst, breast pain, irritable bowel syndrome, constipation, weight increased, fungal infection, tendonitis, sciatica, muscular weakness, arthralgia, candida infection, visual acuity reduced, tinnitus, herpes virus infection, depression, burnout syndrome and palpitations outcome was unknown and the adenomyosis, memory impairment, disturbance in attention and asthenia had not resolved. The reporter provided no causality assessment for abdominal distension, adenomyosis, amenorrhoea, arthralgia, asthenia, back pain, breast pain, burnout syndrome, candida infection, constipation, depression, disturbance in attention, dyspareunia, fungal infection, heavy menstrual bleeding, herpes virus infection, irritable bowel syndrome, memory impairment, muscular weakness, ovarian cyst, palpitations, pelvic pain, sciatica, tendonitis, tinnitus, urticaria, vaginal discharge, visual acuity reduced and weight increased with essure. The reporter commented: the stop date of event "adenomyosis" was reported as (B)(6) 2021, however the event outcome was also reported as not resolved. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-sep-2021: the case will be deleted from bayer pv database. Nullification reason: this case (B)(4) was found as duplicate of case (B)(4). All information was transferred to remaining case (B)(4). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain'), adenomyosis ('adenomyosis'), memory impairment ('memory disorder'), disturbance in attention ('concentration disorder / attention disorder') and asthenia ('asthenia') in a (B)(6) old female patient who had essure (batch no. Unknown) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced adenomyosis (seriousness criterion hospitalization). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), memory impairment (seriousness criterion hospitalization), disturbance in attention (seriousness criterion hospitalization), asthenia (seriousness criterion hospitalization), swollen abdomen ("lower abdomen permanently swollen"), fungal infection ("mycosis"), urticaria ("urticaria"), back pain ("back pain"), tendonitis ("tendonitis"), sciatica ("sciatica / cruralgia"), muscular weakness (" muscle weakness"), arthralgia ("joint pain"), heavy menstrual bleeding ("heavy periods"), amenorrhoea ("amenorrhoea"), breast pain ("breast pain"), candida infection ("fungal and bacterial infection (candida)"), ovarian cyst ("ovarian cysts"), vaginal discharge ("vaginal discharge"), dyspareunia ("pain during sexual relations"), irritable bowel syndrome ("irritable bowel "), constipation ("constipation"), bloating ("bloating"), visual acuity reduced ("loss of visual acuity"), tinnitus ("tinnitus"), herpes virus infection ("herpes"), depression ("depression"), burnout syndrome ("burn-out") and palpitations ("palpitations") and was found to have weight increased ("wait gain"). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, weight increased, swollen abdomen, fungal infection, urticaria, back pain, tendonitis, sciatica, muscular weakness, arthralgia, heavy menstrual bleeding, amenorrhoea, breast pain, candida infection, ovarian cyst, vaginal discharge, dyspareunia, irritable bowel syndrome, constipation, bloating, visual acuity reduced, tinnitus, herpes virus infection, depression, burnout syndrome and palpitations outcome was unknown and the adenomyosis, memory impairment, disturbance in attention and asthenia had not resolved. The reporter provided no causality assessment for adenomyosis, amenorrhoea, arthralgia, asthenia, back pain, breast pain, burnout syndrome, candida infection, constipation, depression, disturbance in attention, dyspareunia, fungal infection, heavy menstrual bleeding, herpes virus infection, irritable bowel syndrome, memory impairment, muscular weakness, ovarian cyst, palpitations, pelvic pain, sciatica, swollen abdomen, tendonitis, tinnitus, urticaria, vaginal discharge, visual acuity reduced, weight increased and bloating with essure. The reporter commented: the stop date of event "adenomyosis" was reported as (B)(6) 2021, however the event outcome was also reported as not resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.